Event description:
Customer reported that she was hospitalized for high blood glucose and diabetic ketoacidosis. The blood glucose level was 648 mg/dl at the time of admission. She was admitted on (B)(6) 2013 and released three days later. Customer's blood glucose level at the time of call was 448 mg/dl. Advised customer to have her doctor check her basal rates. Customer stated she has a back-up plan and has treated with the insulin pump. Customer was unable to troubleshoot as she was out at that time. No further information reported.